Manufacturer narrative:
Other applicable components are product ID 3037 (B)(4) product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the stimulation down the leg was a dead battery in the outside machine. To resolve the stimulation down their leg, they lowered the stimulation level and it was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the stimulation had been bothering them lately, especially at night. Patient stated the stim was going down their right leg when it set at 1.4v. Patient lowered amplitude to 1.35v during the call but they were not sure if this would resolve the issue. Patient had not been in any falls or trauma but they had been stretching their lower back during physical therapy. Patient stated the issues of stim going down right leg started around the time they began the physical therapy. Patient indicated they had an appointment scheduled to see the healthcare provider (hcp) on (B)(6) 2017 and would speak with them about the stim in the wrong location. There were no further complications that have been reported as a result of this event.